Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus regional repair center (rrc) (B)(4) (received at the rrc on 2022-02-17). During the evaluation/investigation at the rrc, error message e433 could not be reproduced, however the error message was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that the esg-400 hf-generator issued error message e433. It is unknown whether or not the error message occurred during a procedure. However, there is no report about an adverse event or patient injury.